Manufacturer narrative:
Additional information was received and date of event was updated. No additional information was provided.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The filter was implanted for an increased risk for dvt and pulmonary embolus with an inability to anticoagulate secondary to ongoing bleeding. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to caval thrombosis, post-implant lifetime anticoagulation, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and severe pain. Per the patient profile form (ppf), the patient reports tilting of the filter, the filter embedded in the wall of the inferior vena cava (ivc,) clotting, occlusion of the ivc, stenosis, two unsuccessful retrieval attempts approximately five and six years after the filter was implanted, post implant pain, fatigue, difficulty breathing, depression, ptsd, and anxiety. The patient further reports the need for blood transfusion and obesity post filter implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots, dvt, thrombosis/embolism, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain, fatigue, difficulty breathing, anxiety, depression, ptsd, and obesity do not represent a device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The filter was implanted due to the patient being at an increased risk for deep vein thrombosis (dvt) and pulmonary embolus with an inability to anticoagulate secondary to ongoing bleeding. The patient was reported to have tolerated the index procedure well. The patient is reported to have experienced tilting of the filter, the filter embedded in the wall of the inferior vena cava (ivc,) clotting, occlusion of the ivc, two unsuccessful retrieval attempts approximately five and six years after the filter was implanted, fatigue, difficulty breathing, and continues to experience anxiety related to the device. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was implanted due to the patient being at an increased risk for dvt and pulmonary embolus with an inability to anticoagulate secondary to ongoing bleeding. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, post-implant lifetime anticoagulation, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and severe pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to have experienced tilting of the filter, the filter embedded in the wall of the inferior vena cava (ivc,) clotting, occlusion of the ivc, two unsuccessful retrieval attempts approximately five and six years after the filter was implanted, fatigue, difficulty breathing, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature, and post thrombotic syndrome do not represent device malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, post-implant lifetime anticoagulation, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and severe pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of a dvt, thrombosis or embolism. Anticoagulation therapy may be prescribed when possible, to treat existing dvt to reduce thrombus progression and potentially to reduce subsequent complications. Pain does not represent a device malfunction. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the events reported. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, post-implant lifetime anticoagulation, deep vein thrombosis (dvt), post-thrombotic syndrome, thrombosis/embolism, and severe pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.